Manufacturer narrative:
A.2. Patient¿s birthday was not provided, 01jan1988 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard administration set with needleless y-site(s) there was component separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: issue: started an IV. Went to attach the tubing to start the lr and the lure lock would not attach and lr leaked everywhere. Had to get new tubing and prime a whole new line. While this was going on the patient was nauseous and about to pass out from everything that was happening. Patient was very uncomfortable and disconcerting to the patient. This has happened now two times with the same problem. Needs to be fixed. Background: event date: (B)(6) 2023 ih #: 32011614 mfg #: mx9433 description: set admin IV 130in 15drop sample available : y/n (if sample is available and would like it sent for your evaluation, please reply all and attach a return shipping label via email) lot #: 23029244 assessment: was there injury? No - are you able to provide the patient identifiers (name, age, date of birth, etc.) If available. Male, 35 yo - was there any adverse event or serious injury to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
Investigation summary: 3 samples were received and tested by our quality team. One set was separated upon receipt and the customer's complaint was verified. Visual analyses under microscope was used and the set had a clear lack of solvent at the end that was supposed to be inserted into the needle free connector y-site. The manufacturer was notified of this issue and they have found the root cause of this separation to be a lack of solvent applied during the assembly process. A quality alert was initiated to further enforce correct solvent application and ensure this failure no longer occurs. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # mx9433 sets of the following lots: 23029244 ((B)(4) units produced on (B)(6) 2023), 22129074 ((B)(4) units produced on (B)(6) 2022)

Event description:
No additional information.